Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted due to gi bleeding. The patient had active melena and bright red blood per rectum. Esophagogastroduodenoscopy, colonoscopy and capsule endoscopy were negative with no signs of bleeding. The patient's hemoglobin remained stable. Aspirin therapy was withheld but an argatroban drip as bridge to coumadin was started. The patient was hemodynamically stable and was discharged home and will be followed during monthly clinic visits for octreotide injections and consideration to restart aspirin therapy. As of (B)(6) 2015, there has been no re-occurrence of bleeding.

Manufacturer narrative:
Approximate age of device: 3 years and 9 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation of the device with the reported gi bleeding could not be determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. The instructions for use list bleeding as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.